Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that that two diodes when out on their leads and that two more diodes went out the very next day. Pt stated that they had sixteen diodes and that they were not liking the diodes going out the next day. Pt asked if it would be better to replace the leads instead of waiting for the electrodes to go out. Pt stated that group b runs their right leg and that group c runs their left leg. Pt stated that they could run group a and make therapy adjustments, however groups b and c were giving them problems. Pt stated that if they had certain pain on one leg, then they couldn't adjust the therapy. Pt stated that the rep said that if the code popped up on the controller like it had now, then it meant that a diode was bad or was going out. Pt confirmed seeing settings not avail able appear on the controller when trying to make therapy adjustments. Pt stated that they first had a big problem with trying to use the device as afterward they just had sheer pain, so they didn't know what was going on with that. Pt stated that the rep had turned off the two diodes that had burned up. Pt stated that the next day, they hadn't had any problems with group c, however they noticed that group b wouldn't allow them to increase the therapy as settings not available displayed. Pt stated that the rep told them to call the rep back if the message appeared again. The patient was redirected to their healthcare provider to further address the issue. Pt stated that they would text the rep for further assistance.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that circumstances that led to the diode becoming bad was they were in a car accident. Steps taken to resolve the issue was the patient wanted the lead replaced. The issue was not yet resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.